Event description:
Customer reported hospitalization due to high blood glucose readings of 459 mg/dl and diabetes ketoacidosis. Customer reported symptoms of vomiting, severe pain and rashes all over the body. Customer was placed on insulin drips at the hospital and is currently in the intensive care unit. Troubleshooting was performed and the drive support cap and all settings appeared to be normal. The high pressure test was performed and passed. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.